Manufacturer narrative:
The pod was returned with damaged housing and corrosion to some of the internal components, batteries, chassis, and pcb. There were several significant cracks to the top housing which resulted in damage and corrosion to the majority of the components within the device. Due to the internal component damage and corrosion, the pod was unable to be downloaded, the ratchet gear was unable to turn properly and interface with the lead screw to check the fluid path. It could not be determined as the cause of the failure. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached greater than 13.9 mmol/l (250 mg/dl) after wearing the pod between 36 and 48 hours on the arm. Hyperglycemia treated by patient with the pod.